Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was implanted successfully, with good parameters. However, at a device check 24 hours later, the pacing impedance measurement was high, out-of-range, at greater than 3000 ohms in both the unipolar and bipolar configurations. The implanted pacemaker was reprogrammed to vvi mode and the patient was scheduled for a lead revision. During the revision procedure, the ra lead was tested with the pacing system analyzer (psa) and the impedance measurements were still greater than 3000 ohms. A second psa was tried, with the same results. Therefore, this ra lead was explanted and replaced. The new lead produced normal measurements and the procedure was completed successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was implanted successfully, with good parameters. However, at a device check 24 hours later, the pacing impedance measurement was high, out-of-range, at greater than 3000 ohms in both the unipolar and bipolar configurations. The implanted pacemaker was reprogrammed to vvi mode and the patient was scheduled for a lead revision. During the revision procedure, the ra lead was tested with the pacing system analyzer (psa) and the impedance measurements were still greater than 3000 ohms. A second psa was tried, with the same results. Therefore, this ra lead was explanted and replaced. The new lead produced normal measurements and the procedure was completed successfully. No additional adverse patient effects were reported. The explanted lead was returned for analysis.